Event description:
A pt reported blood glucose results of "2.3 and 9.6 mmol.l"with a lifescan meter, performed within 10 minutes of each other.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.